Event description:
The customer reported a value in the suspect device memory of 967mg/dl. Customer uses the suspect device to monitor blood glucose and does not remember seeing a value this high while testing. Customer is also using expired test strips.